Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314drm implantable cardioverter defibrillator, implanted: (B)(6) 2012; product ID 6947m62 implantable tachy lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was detecting far field r-wave (ffrw) oversensing, which was preventing tracking and causing collection of atrial tachycardia (at) and atrial fibrillation (af) episodes. The ra lead currently remains in use. No patient complications have been reported as a result of this event.